Event description:
The customer reported that the screen needs replacing and the unit does not alarm properly. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the screen needs replacing and the unit does not alarm properly. There was no allegation of a patient or user harm.